Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the inner cannula was stuck inside the outer cannula. There was no patient harm.